Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded. Functional checks were performed using the occlusion tester and found a defective remote dose connector. Visual inspection identified a detached downstream occlusion (dso) seal. The dso seal and remote dose connector will be replaced.

Event description:
It was reported that the handset was not working. Per reporter there was no issue, they broke the pin and just want it collected and repaired. There was unknown patient involvement. Analysis of the device found a detached downstream occlusion (dso) seal.